Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Sc-1110-02 sn (B)(4). Device evaluation indicated that the ipg passed all tests performed.